Event description:
An oncology nurse was removing a tpn line only after being inserted two weeks prior. As she was removing the line, the line broke in half. The remainder of the line was left in the internal jugular vein. The patient was taken to theatre to have it surgically removed. Additional information provided (B)(6) 2012: the patient was placed under local anesthesia and a cut made to the internal jugular vein insertion site. There was still a tail of line in the subcutaneous tissue, so it was just pulled out. The patient recovered well.

Manufacturer narrative:
Patient: removal of device portion is not labeled in the IFU. Device: device breakage is not labeled in the IFU. Still under investigation.